Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The surgeon reportedly did not note any drainage or infection during the recipient¿s visits prior to explant, only a thinning over the implant. The recipient is doing well. This is the final report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Event description:
The recipient reportedly experienced device extrusion. On (B)(6) 2018, the recipient underwent repositioning surgery. The recipient then presented with pain and drainage at the implant site. The recipient ceased device use. The recipient's device was explanted. The recipient will not be reimplanted at this time.

Event description:
The recipient reportedly experienced device extrusion. The recipient presented with pain and drainage at the implant site. The recipient ceased device use. The recipient's device was explanted. The recipient will not be reimplanted at this time.